Event description:
Peri-prosthetic fracture after glenoid implantation. Pt complained of pain post surgery and x-ray showed posterior glenoid fracture and migration of implant. Discussion with revising surgeon indicated that arthrosurface hemicap shoulder and glenoid implants were removed without incident and converted to a standard stemmed hemi and glenoid. Dr. Herring stated that the excessive posterior placement of the glenoid implant left insufficient bone for a stable glenoid. Dr. Herring was satisfied with the outcome of the case and stated it was not a product issue, but surgeon technique. X-rays, photographs and images on file.

Manufacturer narrative:
Successful outcome and conversion to total shoulder.